Event description:
Administered 2 ellume covid-19 tests to myself (asymptomatic but potentially exposed). Both tests gave positive results. On (B)(6) 2021 administered quickvue at-home otc covid-19 test to myself which resulted in negative test result. My daughter (asymptomatic but potentially exposed) also administered an ellume covid-19 test to herself on (B)(6) 2021 which gave her a positive result. She confirmed herself to be negative via pcr test on (B)(6) 2021. All of these ellume covid-19 tests were purchased at a (B)(6) on the same day. I feel that with a (B)(6) price, this at home test kit has an unusually high rate of false positive results causing unnecessary stress and anxiety. FDA safety report ID# (B)(4).